Manufacturer narrative:
The investigation is ongoing. Results will be provided in the final report. Usi number: (B)(4). The device is distributed outside the us and no gudid information exists.

Event description:
Arjo became aware of the event involving citadel plus bed frame. The customer reported that the unintentional activation of the bed's power drive system (provides powered assist in forward and backward movement of the bed) resulted in a staff member being pinned against the wall. Initially, we were informed that the staff member sustained bruising to the legs. The injury was assessed as non-serious by arjo clinical specialist. However, additional information was received from the facility that stated the injuries were considered serious.